Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 3.2; lab: 2.3. Date: (B)(6) 2009; inratio: 3.3 (two hrs after 2.3 lab result).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio: 3.2; ref: 2.3; mean: 2.75; confidence limits: 1.7-3.8. Per tsr, tests are done about an hr apart. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer results analyzed and accuracy confidence limits were met. Precision met criteria. Pt has hypothyroidism condition which may affect test results. Product deficiency not established. No further action required. Inratio precision data provided by end-user lot: ; date: (B)(6) 2009; 1st inr = 3.2; 2nd inr = 3.3; inratio meter: mean: 3.25; sd 0.07; %cv: 2.18. Since 2.18% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As of 11/02/2009, 7 discrepant result complaints were reported for lot# 214532 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required due to no product deficiency established.